Event description:
We received a report that during implantation of an intraocular lens (iol) the doctor knicked the capsular bag and decided to switch to a 3-piece lens. To remove the iol he enlarged the incision. He replaced the 1-piece with the 3-piece during the same procedure. No further patient complications were noted.

Manufacturer narrative:
(B)(4) - incision enlarged. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The suspect device was inadvertently discarded by the manufacturer. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.